Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away on the parking lot of their healthcare provider's (hcp) clinic. The clinical diabetes specialist (cds) does not believe the death was due to the pump or supplies. However, the customer was using the pump at the time of death. Reportedly, the cds stated that the customer was able to manage their diabetes successfully since using the pump. The customer had a blood glucose level of 115 mg/dl before the appointment with the hcp. Multiple attempts were made by tandem to obtain additional information; however, no information was provided.